Event description:
Complainant alleged that while attempting to cardiovert a 95-year-old female patient, the device failed to cardiovert the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. The logs indicate that the device did not initially display the sync markers while in pads view but did in lead ii view. Eventually the user obtained sync markers in all views after the user charged the device. This aligns with the guidance provided by the x series operator's guide which states "if the marker does not appear over the r wave, select a different ECG lead." The user was able to successfully see sync markers and deliver therapy when toggling through the different views offered by the device. The device was put through extensive defib testing without duplicating a malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.